Manufacturer narrative:
Patient country: germany.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, patient complained about the adhesive issue. Infusion set was in use for 1 - 1.5 days. The site of insertion for the infusion set was buttocks no further information.